Event description:
Meter name: data dock/otii hospital, strip name: one touch teststrips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 52 mg/dl (plasma serum). The result on the lab was 600. The time difference between patient's meter and/ab was 5 minutes. Pateint was treated with d10 after seeing the 52mg/dl reading on the datadock. The patient was given insulin and hospitalized in response to the lab reading of 600. Data dock being used in emergency room. No further information has been reported.